Event description:
It was reported, that the pump exhibited a cassette not attached properly alarm. There was unknown, patient involvement. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
D3: correction h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal as well as debris ingression into the dso sensor. Review of the event history log showed high alarm displayed: cassette not attached properly. The cause of the problem was the debris getting into the dso sensor/damaged dso seal. The dso sensor and seal were replaced to fix the issue.